Event description:
This case qualifies as a complaint because the fracture treatment was not effective, resulting in a non-union requiring a second surgery. Two surgeries were required for treatment of a femur fracture of the right leg. The first surgery took place on (B)(6) 2013 under case ID (B)(4), the second on (B)(6) 2014. No follow-up exam or x-rays are provided. The fracture was well united as shown in the original post-op x-ray but did not heal. The surgeon correctly reported all relevant case data but did not include any explanatory comments thus none are included here. Fracture repair and healing is always unique to the pt and the fracture. Guidance on best practice for sign im nailing surgery is included in the sign technique manual. No one can predict a non-union or a failure. Therefore no corrective action is indicated or would help prevent this type of situation from happening again.